Event description:
Pt reports a rash to primapore dressing. Pt was sent tegaderm dressing to try instead this did not interrupt or affect administration. No other info available. Reported to (B)(6) by pt/caregiver.